Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No lot number was provided; therefore a device history review (DHR) could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product information has been provided.

Event description:
It was reported that the cassette caused a non disposable tubing error while in use with the patient. The patient had additional cassettes that they were able to switch to and was able to successfully continue infusion. No patient injury was reported.